Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to have migrated laterally under the patient's armpit. The pocket was revised, and the ICD remains in use. No patient complications have been reported as a result of this event.